Event description:
It was reported that the patient suffered from rotator cuff failure which led to the dislocations. The surgeon stated that the zimmer biomet prosthesis functioned properly. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The event of dislocation due to rotator cuff failure is not device related. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of humerus firmly within the shallow socket of the shoulder and progression of this disease, rotator cuff deterioration, over time would lead to instability of the joint allowing for dislocation to occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2024 - 00849 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient reported that their shoulder dislocated and the patient underwent a closed reduction procedure. The patient dislocated a second time and is waiting on further medical intervention. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.